Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. User was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. No further investigation was found necessary for this complaint.

Event description:
On march 14, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the app was displaying glucose readings significantly higher than her actual blood glucose levels. No investigation/troubleshooting was possible for this complaint as the user did not respond to the communications from customer care. The case was escalated to the next level of support. Upon review, the support team found that some calibrations had been entered during periods of rapid glucose change, which could explain the discrepancies. They also noted calibrations entered during data gaps, which further contributed to the issue. The recommendation was for the user to maintain consistent system use to avoid calibration lapses and data gaps. Since the patient remained unresponsive, no further action was taken. B4. Date of this report 11 june 2025. G3. Date received by the manufacturer? 11 june 2025. H6. Investigation findings updated to 4248, h6. Investigation conclusions updated to 19.